Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of implant. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2018, the 3.0x12 mm xience sierra stent was implanted in the left anterior descending coronary artery. On (B)(6) 2019 the patient experienced chest pain and in-stent restenosis was confirmed by angiography. It was also noted that the xience sierra appeared undersized for the lesion. This was not confirmed with imaging, the physician just felt the stent looked small for the lesion. On (B)(6) 2019, a second stent was placed successfully. There was no clinically significant delay in the procedure. It is unknown if the patient was compliant with dual anti platelet drug therapy (dapt). No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. The reported patient effects of angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent system, instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.